Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown patient with this unknown electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a myocardial biopsy procedure. It was noted that this patient had complete right bundle branch block. During the procedure, t wave oversensing (twos) occurred, resulting in 2 inappropriate shocks to this patient while in the sitting position. The vector was changed, and the procedure was performed once more in which no further twos was observed. It is unknown if this electrode remains in service. No adverse patient effects were reported.